Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that the patient had an magnetic resonance imaging (MRI) about 30 minutes ago and their pump was alarming. Patient stated they were supposed to go to one of the centers to have the pump checked out but the office was closed and no one was there. Patient was escalated. Agent reviewed MRI guidelines. Patient did not have their personal therapy manger (ptm) device. Agent redirected patient back to their managing healthcare provider. Patient disconnected the call abruptly before further information could be obtained. Additional information received from the healthcare provider (hcp) indicated that the cause of the alarm was a temporary motor stall due to magnetic resonance imaging (MRI). The stall did recover. The stall lasted "a couple hours". No actions/interventions were taken to resolve the alarm; a spontaneous recovery occurred and the alarm resolved.